Event description:
A balloon ruptured and detached upon withdrawal following the fourth inflation during an iliac angioplasty of a highly calcified lesion via an ipsilateral approach. The area where the balloon detached was stented however, the balloon material could not be located. The pt was sent to surgery the following day for several vascular related issues unrelated to this procedure. This device was not returned for eval. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co follow up indicated the lesion was higihly calcified and required stenting. Co believes the pt's condition contributed to this event and did not attribute it to the device. However, without evaluating the product, co cannot determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."